Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder was selected from implant. During deployment a cobra-shape deformation was noted. The device was withdrawn and exchanged for a 12mm amplatzer septal occluder. The patient was reported to be stable condition.

Manufacturer narrative:
Additional information: the reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.